Event description:
It was reported that during lead extraction a perforation occurred. A sternotomy was performed due to tamponade. The procedure was successful and patient was sent to the critical care unit. It was later noted that patient expired 20 days later. There is no information or allegation from a health professional that the death was related to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.